Event description:
Information received by medtronic indicated that there was air ingress from the side port during aspiration of the sheath, during insertion of the cryoablation catheter into the sheath. The cryoablation procedure was completed and there were no patient symptoms or complications related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility.